Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 30, 82 mg/dl. Tests were done within 10 minutes with a difference of 46 mg/dl. Pt did not experience any adverse events. No further info has been reported.